Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, a red, itchy rash appeared under the sensor patch and the patient sought medical attention. The sensor was inserted at the arm on (B)(6) 2015. The primary care physician was seen on (B)(6) 2015 due to the rash turning into an infection. The rash was lanced and drained. The diagnosis was (B)(6)patient was given bactrim to treat (B)(6). The patient's mother reported that there was no scar. Patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. A root cause cannot be determined.